Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing lead impedance but no out of range measurements greater than 2000 ohms were noted. Non-sustained ventricular tachycardia were stored due to increase threshold with subsequent loss of capture. The patient was seen in clinic where isometrics and pocket manipulations were performed but no noise was noted. No inappropriate therapy was delivered. Surgical intervention was performed and at the procedure, the physician noted that the leads had visible insulation damage, and were coiled including ninety degree bends. The physician attributed the condition of the leads to the technique the previous implanting physician used placing the leads in the pocket. They entire system was explanted and a new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments and was noted to be severed at 16.7 cm from the terminal pin. Set screw marks were noted on all terminal connectors; however, on the is-1 terminal pin the set screw marks indicate that the lead was not fully inserted into the lead barrel of the device header. Resistance tests were completed to assess lead electrical performance of the lead; measurements throughout these tests were within normal limits with no evidence of a lead fracture. The rs- portion of the distal segment could not undergo continuity testing due to the extracting stylet being present, however, x-ray evaluation showed no fracture. Trilumen insulation abrasion was noted approximately 56.5 cm from the is-1 terminal pin with only exposure of the rs- coil. Analysis noted this type of abrasion could be due to lead on lead contact or lead contact with a hard object. It was concluded that the under-insertion of the lead (as indicated by the set screw marks) could result in electrical anomalies, and that the insulation damage observed by the field was confirmed.